Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) has been completed. The reported problem (will not power up) has been confirmed. Upon evaluation, the monitor failed a flash memory test. The cause for the failed flash memory test was corrupt flash memory chips (B)(4). The root cause of the corrupt flash memory chips cannot be positively identified. Device evaluation of battery pack sn (B)(4) has been completed. The reported problem (will not power up) could not be reproduced. Upon evaluation the battery was able to power up a test monitor. However, the battery later failed a battery capacity test (bct). The cause for the failed bct was low full charge capacity (below 1250 mah). The root cause of the low full charge capacity cannot be positively determined but was likely the result of defective cells. No adverse event resulted from the corrupt memory or defective battery cells. The patient received a replacement monitor and battery pack. Device manufacture date: monitor sn (B)(4): 06/2010; battery pack sn (B)(4): 10/2009.

Event description:
The friend of a (B)(6), female, patient, contacted zoll customer support to report that the patient's monitor would not power on. The patient was issued a replacement monitor and two replacement battery packs.